Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was found unconscious by her sister and was taken to the hospital by the emergency medical services. The customer¿s blood glucose was unknown at the time of admission. The cause of death was diabetic ketoacidosis and cardiac arrest. The caller stated that the customer had cardiac arrest that may have led to the customer's passing on (B)(6) 2021. The customer was not wearing the insulin pump at the time of death. It was unknown how long the customer had been disconnected from the device prior to passing. The customer was not using sensors. Customer had type 1 diabetes since (B)(6) years old. Customer was alcoholic and had gastroparesis. The caller would not be able to upload to carelink due to no computer available. The insulin pump is not expected to return for analysis. Frn-mmt-332-rsvr, unomed inf set.